Event description:
During a wolff-parkinson-white syndrome procedure, a pericardial effusion was noted after difficulty maneuvering and high impedance noted on both the tacticath catheter and the therapy catheter. While advancing into the left ventricle via a retro aortic approach with the tacticath catheter, the area was mapped and two applications were delivered (40 w, 43°c) with no issues. There was difficulty maneuvering and a high impedance of 145 noted so the tacticath catheter was exchanged for the therapy catheter. Several applications were delivered (30 w, 60°c) with the therapy catheter. The therapy catheter was noted to have high impedance of 180/190, and the application were being interrupted so the limit was increased to 200ohms. After a few more brief applications, there were still noted difficulties with maneuvering the therapy catheter. It was noted at this time that the patient experienced a drop in blood pressure, an echocardiogram confirmed a pericardial effusion. A pericardiocentesis was performed and the pericardial effusion was drained. It is alleged that the maneuvering difficulties are from a combination of catheter issues and patient anatomy with the patient being only 45kg with a small heart. The patient is recovering.